Event description:
The percutaneous tracheostomy tube was in use for 3 days when the pt's peek inspiratory pressure and pco2 levels were noted as being too high. The pt also had markedly decreased breath sounds. Viewing through a bronchoscope, the clinician noted an obstruction at the tip of the tracheostomy tube which was thought to be the left lateral tracheal mucosa. The tube was removed and replaced with a different style tube and the pt's pressure and pco2 levels returned to normal.